Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the level. The customer experienced this malfunction multiple times previously but had not reset the pump within the past 24 hours due to this specific malfunction. Technical support decided to replace the pump, and the customer was informed that they would receive a pump with updated software. The customer understood the instructions to return the problematic pump, which was still under warranty, to tandem using a prepaid label within 10 days.